Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead exhibited intermittent impedance greater than 1200 ohms. After several attempts to reposition the lead, the helix could not be extended. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal.